Manufacturer narrative:
Correction information: g6: follow up #1. Evaluation summary: according to the contents of the report, it was speculated that the fitting of the connection part of the product became loose due to unintended usage (used to connect an aer that delivers a high-temperature disinfectant solution and an endoscope), and that the tube came off when the product was subsequently removed. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Lot number is unknown. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Per the initial report, another of-b113 detached this morning. In the endo room #2 with dre larouche, the tubing went out of the black connector. Product did detach during an emr procedure with bleeding. However, another of-b113 was used to complete the procedure. This event occurred at the time of during use. There was no report of patient harm.